Manufacturer narrative:
The employee sought and received medical treatment and returned to work. The user facility stated the employee sustained lacerations to a proximal knuckle on her left hand when the affected finger inadvertently came into contact with sharp edges located within the interior of the plastic fan shield component. The plastic fan shield component is installed within the top of the warming cabinet storage chamber to function as a barrier to users over-stuffing the chamber with blankets and impeding the flow of air from the heater element located above the storage chamber. The slots are in the shield to permit the flow of air into the chamber. A steris service technician arrived on-site and deburred the interior of the shield. A review of warming cabinet complaints indicates that this is an isolated event. A steris account manager has offered in-service training on the proper unloading when using the warming cabinet, including specifically to avoid the plastic fan shield, as its function is to guard against potential injury. No additional issues have been reported.

Event description:
The user facility stated an employee cut her finger on a sharp edge when removing blankets from their 6th generation warming cabinet.

Manufacturer narrative:
A steris account manager has offered in-service training on the proper use of the warming cabinet however, the user facility declined.